Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that insulation damage was noted on this right atrial (ra) lead. Fluoroscopy was performed, which identified the insulation damage due to subclavian crush. This ra lead was explanted and replaced. Lead return is not expected. No additional adverse patient effects were reported.